Manufacturer narrative:
Product event summary: an image file and the 990063-020 mapping catheter with lot number 228535286 were returned and analyzed. One image file was returned from the field and showed a mapping catheter kept on the table with a broken shaft near the introducer part. There were also multiple kinks on the shaft. Visual inspection of the mapping catheter was performed. The loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was intact with no apparent issues. No damage was observed along the pebax tubing section of the mapping catheter. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was kinked approximately 12 inches from the lemo connector. The shaft was broken approximately 13 inches from the lemo connector. Inspection also identified broken wires at the broken shaft area. The introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the reported kink and broken shaft issue was confirmed through analysis and the mapping catheter failed the returned product inspection due to kink on the shaft, broken shaft, and broken electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a kink was observed in the mapping catheter shaft upon removal from packaging. The device was stretched and attempted to be straightened, but instead the shaft fractured and broke. The two parts of the device only remained connected by the internal cable. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.